Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. However, the drive support disk was received slightly loose. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 11.7 mmol/l at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.